Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a 6 cm abdominal aortic aneurysm. The iliac vessel morphology was reported as moderately tortuous and severely calcified. It was reported that the aneurx device could not be advanced to the intended landing zone. The device was removed from the pt and then discarded by the user facility. The physician then elected to implant a covered stent from another manufacturer without issue. However, when the stent was modelled with another manufacturer's non-compliant 8 mm balloon, the vessel was perforated. The physician intervened by sewing the vessel closed, which then concluded the procedure. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (arterial trauma/dissection/perforation); (moderately tortuous and severly calcified vessels); (balloon).